Event description:
It was reported that the patient experienced hyperglycemia to 390 mg/dl while using an ilet system, and the caregiver noted a leaking cartridge; troubleshooting and education were completed. Symptoms included nausea and excessive thirst. Outcomes included transient high glucose that returned to range without hospitalization or medical intervention. Investigation included technical support review and user education focused on cartridge handling and infusion delivery. Investigation of this case revealed no confirmed device malfunction beyond the reported leak, and the event was consistent with hyperglycemia associated with interrupted insulin delivery. It was concluded that the hyperglycemia was related to a suspected leak from the cartridge, with resolution after corrective actions by the caregiver. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.